Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to a clinic complaining of fatigue. It was also reported that the right ventricular (rv) lead had oversensing with short v-v intervals and varying impedance measurements. Reprogramming was completed. The lead remains in use. No further patient complications have been reported as a result of this event.